Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8781 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during a catheter access port cap dye study (performed per clinic protocol, as the pump was approaching normal battery depletion) it was noted that the catheter tip had migrated from t5 to t9. No action planned, as the patient was not experiencing any associated symptoms or decreased therapeutic effect.